Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional information: first fiber: 128,729 joules used and 17:58 minutes expended the fiber was exchanged and the second fiber was utilized to complete the procedure. The tip of the fiber was cleaned during the procedure.

Event description:
"The patient stayed two days in hospital post op due to bleeding". No harm to the patient was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure the laser "seems to be coming out the top. Followed by an error code to clean the fiber tip." No additional information provided. No harm to the patient was reported.